Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right ventricular (rv) lead exhibited low defibrillation impedance. There were no interventions or patient consequences. The patient will continue to be monitored.